Event description:
The manufacturer's evaluation dept determined the lancet needle protrudes outside the dial cap after firing. The location of the alleged incident was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.